Event description:
It was reported that within one day of the implant procedure, the patient experienced a perforation of the atrial wall, and a pericardial effusion and pneumothorax, due to a dislodgement of the right atrial lead. Placement difficulty of the lead was also noted. The pericardial effusion did not necessitate a drain, however a chest tube was placed to resolve the pneumothorax. The lead was programmed off, and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode.